Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the catheter broke and the needle was difficult to remove. The following was translated from chinese to english: the pediatric nurse reported that when the catheter was placed, the hose was easy to break when the needle was withdrawn, there was resistance to withdrawing the needle, and it was difficult to withdraw the needle core.

Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 3108465. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the catheter broke and the needle was difficult to remove. The following was translated from chinese to english: the pediatric nurse reported that when the catheter was placed, the hose was easy to break when the needle was withdrawn, there was resistance to withdrawing the needle, and it was difficult to withdraw the needle core.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.